Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon eval, there was a lack of driven ground signal. The cause of the test failure is the lack of driven ground signal. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified; however, an open r781 resistor is consistent with a pt receiving an rescue defibrillation from a non-lifevest defibrillator while wearing the lifevest. Review of the last pt's downloaded data did not indicate a problem during use.

Event description:
During servicing of monitor sn (B)(4), which was returned for investigation into a pt's death, a reportable problem was found. The monitor failed incoming testing due to an open resistor. There is no indication that the open resistor caused or contributed to the pt's death.